Event description:
Pt gets tpn thru a huber needle nightly. Over the weekend, pump was alarming due to back pressure. Nurse visited pt, found that the huber needle accessing the pt's port was clogged.